Event description:
It was reported by the pt that he suffered a stress fracture of the second metatarsal post a bunion repair on his right foot. The surgeon's office was contacted, however, no further pt info and/or details on this event could be obtained due to hipaa regulations. This device is used for treatment.

Manufacturer narrative:
The device was not returned and review of the device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The product "directions for use" state: postoperatively until healing is complete the fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. However, no specific details have become available regarding the pt's compliance with the post operative instructions. The cause of the complainant's event could not be determined from the info available and without device eval.